Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that their one touch ultralink meter was prompting "error 5" which was unresolved with troubleshooting. Per the one touch ultralink owner's booklet, an "error 5" appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. During troubleshooting, the customer care advocate indicated a control solution test was performed successfully using the same vial of strips. There were no allegations of harm or injury.